Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that during a dialysis fistula thrombolysis, the end of the trellis 6 catheter broke off. Dr (B)(6) had to snare the end of the catheter that broke off.